Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been vessel occlusion due to collagen deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the deployment of the angio-seal went smoothly. However, it was later discovered that the patient developed a cold leg, necessitating surgical intervention the next day at a hospital. The procedure conducted was a peripheral arterial disease (pad). This reported event resulted in patient injury and/or required medical or surgical intervention. There is a direct allegation that the reported device caused or contributed to the patient's injury and/or the need for medical intervention. Additional information was received on 15 aug 2024: the blood loss was less than 250cc.

Manufacturer narrative:
A3b: gender: n/a. A4: weight: requested, not provided. D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved product lot # was unknown. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.